Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump under infused insulin to a patient being transferred from an affiliated hospital to (B)(6) hospital corvallis ICU. The patient was being infused with insulin concentration: 100units/100ml; dose: 1 unit/hr at a rate of 1ml/hr. During the transfer the nurse switched the pump from a hospira pump to a sigma spectrum pump. The same insulin bag was re-spiked with a baxter non-dehp IV set (unknown product number). Routine blood glucose labs were drawn and it was reported that the patient's blood glucose increased (unknown blood glucose results). The increased blood glucose result alerted the nurse to begin troubleshooting. The IV line was checked and everything was connected appropriately. The nurse questioned whether the insulin was infusing at all. The insulin dose was increased to 5-6 units/hr and approximately 2-3 insulin boluses(unknown dose) were given in response to the increased blood glucose. It was reported that the patient's blood glucose stabilized and it is unknown if the patient remains in the ICU. The customer was informed of the limitations surrounding non-dehp IV set usage and directed to the sigma spectrum pump operators manual. The operator's manual states: when using the compatible, non-dehp IV administration sets in the pump, the following performance limitations must be observed: flow rate accuracy will range +/- 10% from the expected volume, when evaluated for over a one-hour period and not the +/- 5% specified for baxter compatible dehp IV sets. Flow rate range and IV set usage duration for baxter non-dehp IV administration sets is limited to: - 10 -125 ml/hr with IV tubing use of not greater than 36 hours -126 - 250 ml/hr with IV tubing use of not greater than 4 hours do not use baxter compatible non-dehp administration sets with the sigma spectrum infusion system for drugs and therapies requiring infusion flow rates and durations outside of the ranges specified above.